Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6)). Log files were submitted for review and downloaded when the system controller was returned for analysis. The log files contained approximately 10 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021 and (B)(6) 2021 ¿ (B)(6) 2021 per the timestamps). The log files captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion due to the relative state of charge (rsoc) voltage level dropping while connected to 14v batteries. The atypical alarms occurred on both the black and white power cables. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2021 at 12:41:44 to exchange the system controller. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The system controller was replaced with a controller with software version 1.7 per technical services' recommendation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 08dec2019. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 10 low voltage alarms per interrogation. Per patient he had more than what was recorded the day prior. A log file review was requested. The log file did capture a number of intermittent indications of a weak connection between the batteries and clips which caused power cable disconnect events and low voltage events. Two replacement controllers were sent for exchange. There were no other unusual events recorded in the log file event history. The patient was exchanged to the 1.7 controller right after the download of the additional log files. During the analysis of the additional log files, technical services observed power cable disconnects that are caused by the battery clips, battery contacts or the system controller leads. It was recommended to clean the battery clips and battery contacts, if this does not resolve the issue it would be recommended to change out the battery clips, if this does not change the issue it is then recommended to change out the system controller.